Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system and there was a map shift with no error message, no patient movement and no cardioversion. Initially it was reported that the carto® 3 system displayed the error 371 (mapping electrodes not available) and 401 (map points cannot be acquired) after ablation was completed and verification was started. They also noticed a small map shift, no error displayed. The pentaray splines are flashing in and out and they cannot map. They have been mapping with the pentaray for a while in the procedure. The initialization was complete. It was also reported that the carto® 3 system displayed a magnetic sensor error 116 when the catheter was plugged into the patient interface unit (piu). The eco adapter was replaced without resolution. The cable was replaced with a new cable without resolution. The catheter was replaced and the issue was resolved. Additional attempts have been made to obtain clarification to this complaint. However, no further information has been made available. With the information available, the map shift issue was assessed as not MDR reportable. The magnetic sensor error issue was assessed as not MDR reportable. The incidence of magnetic sensor error was easily detectable by the user. The catheter was inoperable, since it cannot be visualized on the carto system. The user will have to replace the catheter. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. Additional information was received on the event on 30-mar-2022. The location of the pentaray catheter was superior to the left superior pulmonary vein (lspv) that was previously mapped. The map shift was a few cm (2-3cm). There was no cardioversion performed and the patient did not move prior to the map shift. With the additional information received on 30-mar-2022, the map shift with no error message, no patient movement and no cardioversion was assessed as an MDR reportable map shift issue. The awareness date is 30-mar-2022.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on 04-aug-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system. It was reported that the carto® 3 system displayed the error 371 (mapping electrodes not available) and 401 (map points cannot be acquired) after ablation was completed and verification was started. They also noticed a small map shift, no error displayed. The pentaray splines are flashing in and out and they cannot map. They have been mapping with the pentaray for a while in the procedure. The initialization was complete. There was no cardioversion performed and the patient did not move prior to the map shift. The issue was investigated. It was not possible to continue the investigation because the data is not available, and there is no recording, as result, it was not possible to reproduce or analyze the issue. The root cause of the reported map shift issue was not determined. The complaint history of the system was reviewed. A manufacturing record evaluation was performed for the carto 3 system # (B)(6), and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).